Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a sound difference. Customer¿s blood glucose value was 350 mg/dl. Customer stated that they tried to change the sound but no difference was found. Customer stated that they did auto test and hardware low level failure alarm was occurred. The device will return for the analysis.

Manufacturer narrative:
Insulin pump passed the self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump error 63(variable 3) alarmed during self test and confirmed in insulin pump history file due to a broken trace at keypad assembly. Insulin pump also received with severely scratched lcd window.